Event description:
Procedure type: laparoscopic choledocholithotomy. According to the reporter: there was a torn seal, however, they kept using the device. No bleeding. Operating time not extended, there was no tissue damage. The torn seal piece was not retrieved. No pt injury was reported.